Event description:
"Arthrofibrosis right knee". Further comments are "decreased flexion of right knee with stiffness noted". The patient had their patellar component revised in 2004 and a xylocaine injection of the right knee 10 days before that.